Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) during dwell 4 of 7 on the homechoice (hc). No leaks were observed by caller for the set, bags, or at any of the connections. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 that occurred during dwell 4 of 7 was not confirmed due to a lack of sample. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).